Manufacturer narrative:
Root cause was the abduction and adduction forces experienced by the leg assembly produced stresses higher than the design stress of the uddl. Low risk failure due to safeguards in place eliminating any realistic possibility of patient harm. Design improvements were identified, which further increase the durability of the device. Since this failure mode represents a low risk of injury the corrective actions will be made at the next routine service period.

Event description:
This event did not lead to an injury and there have been no injuries reported since the MDR was filed.

Manufacturer narrative:
This device was returned to MFR for eval was retained. MFR determined that component formed a crack ((B)(4)) under bending stresses greater than the design load of the component, and subsequently fractured ((B)(4)) due to fatigue causing the leg structure to separate from the device ((B)(4)). Preliminary investigation shows that this malfunction was likely due to a simultaneous combination of events. Evidence exists of device mishandling ((B)(4)); evidence exists of damage in shipping; evidence exists of damage from previous rework. Results pending completion of eval and root cause is still under investigation. Additional info follow-up will be submitted when the following info becomes available: (d2b) this device is currently registered under procode bxb as indicated in (d2b). This device is currently pending 510 (k) approval under procode phl. Eval results and conclusion - as root cause is still under investigation. Remedial action - root cause is ongoing.

Event description:
Upper left leg structure became separated from the device during the physical therapist session. The device went into a safe mode status as designed. The pt was lowered into a chari and was safely removed from the device by the physical therapist who was walking with the pt as per training protocol. The pt sustained no injuries and no medical follow-up or intervention was needed. No physical therapists, therapists, or third persons have been affected or injured.